Manufacturer narrative:
(B)(4).

Event description:
At a refill of morphine <(>&<)> chirocaine (40 ml) for patient¿s pump it was noted that zero residual volume was withdrawn. Total 36 ml of drug was injected into pump. Attempts by the doctor to inject the remaining 4 ml was not possible due to high resistance towards end of refilling. According to the doctor, past refills were also incomplete as there was balance drug left in syringe. There was no patient injury. Pump was not due for replacement yet, the indicated eri (elective replacement indicator) was 6 months. Additional information received reported it was noted on the pump data report that the low reservoir alarm occurred on (B)(6) 2013 and empty reservoir alarm occurred, however the date of the empty reservoir alarm was not on the print out. Additional information received reported that the device was still implanted and therefore there was no product to return. Additional information received reported that the doctor had no issue locating the septum while adhering to correct refilling method. Pump was in correct side and position. Refill kit issue was ¿unlikely as no abnormal resistance felt until remaining 4 ml syringe volume.¿ no further troubleshooting was done during the refill. Balance 4 ml in syringe was discarded as further refilling was not possible. On (B)(6) 2013 refill, the actual refilled volume 35 ml out of the 40 ml intended. On (B)(6) 2013 refill, the actual refilled volume was 31 ml out of the 40 ml intended and (B)(6) 2013 as reported above. The patient was aware of the incomplete refilling issue and understood that the doctor was ¿following on this matter.¿ otherwise therapy effectiveness had been maintained. The pump had an estimated eri of 6 months and there was no plan from the doctor to explant it ¿yet¿ due to this issue.